Manufacturer narrative:
The customer¿s report that the set leaked from a cracked female luer was not confirmed. The extension set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were noted. Functional and pressure testing were performed and no leaking was observed. The set's male luer and female luer were dimensionally tested and the set was found to be within specification. The root cause of the customer¿s report of the set leaking was not identified; the report that the leak came from a crack on the female luer was not confirmed.

Manufacturer narrative:
.

Event description:
The customer reported that a patient who was in an induced coma experienced decreased sedation related to the fentanyl infusion leaking from the connection between the primary set and extension set. A crack was noted in the female luer of the extension set.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.